Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Per customer complaints: bought one of the mouth guards and it is splitting. The first one he took out of the hot water and it was melted and used the other one but after two weeks it started to separate as well. States that he saved none of the proof of purchase for the product but threw it all away. Per customer complaints requested replacement.